Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. Dexcom technical support had the patient perform a reset and the reset was unsuccessful for reported issue. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.